Event description:
Additional information received reported that the pump was interrogated about 30 minutes after the patient was done with the magnetic resonance imaging.

Event description:
A pump motor stall was reported. Confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. Caller was updating the pump instead of interrogating the logs. The pump was delivering clonidine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information further stated that the cause of the event was due to the pump being checked after the magnetic resonance imaging (MRI) and motor stall. It was noted that the patient did not require hospitalization and no injury occurred. In addition to the other drugs previously reported, the pump also delivered morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer, model#: 8835, serial#: (B)(4); catheter, model#: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: unk; catheter, model#: 8703w, lot#: l48428, implanted: (B)(6) 1998, explanted: unk. (B)(4).